Manufacturer narrative:
There is no connection that can be at this time between any post-operative complications experienced by the patient and a problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. An additional emdr was submitted to document the other bard flat mesh alleged to have been implanted on (B)(6) 2002. Not returned.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2002 - the patient was diagnosed with stress urinary incontinence (sui) and underwent a laparoscopic burch procedure with implant of two (2) bard/davol flat mesh devices. Per the implant operative report details, "the periurethral tissues were noted and a 2 cm x 3 cm polypropylene mesh (davol flat) was placed on each side and secured to each side with multiple non bard/davol staples. The mesh was then grasped, elevated placed on slight tension, and secured to cooper's ligament. The redundant mesh was excised." The attorney alleges unspecified adverse patient outcomes associated with use of device.